Manufacturer narrative:
Product complaint # (B)(4). Additional pro-codes: hrs & jdp. UDI & lot number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 the patient had a non union distal femur , left lower extremity periprosthetic. The patient underwent a take down of a non union and removal of hardware and revision of an orif with infuse bone graft and 40 ml of corticocancellous bone. All bony prominences were well padded and her left lower extremity was prepped and draped in standard surgical fashion with chloraprep. Plate was noted to be broken in two at the fracture site. Procedure was successfully completed with no surgical delay. There was no patient consequences. This complaint involves thirteen (13) devices. The linked complaint (B)(4) for the additional three (3) devices. This report is for one (1) 5.0mm variable angle lockng screw/slf-tpng/strdrv/28mm. This report is 7 of 10 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b4: awareness date updated to 06/25/2020. D6a: updated implant date. D6b: updated explant date. H6: updated codes. H3, h6: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected data d4 UDI. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: code 3191 used to capture fracture nonunion, surgical intervention and medical device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018 the patient had a left femur comminuted distal femur peri-prosthetic fixation and open reduction internal fixation (orif) with bone graft. All bony prominences were well padded and her left lower extremity was prepped and draped in standard surgical fashion with chloraprep. The plate was noted to be broken in two (2) at the fracture site. The procedure was successfully completed with no surgical delay. There was no patient consequences. On (B)(6) 2019 the patient had a revision surgery performed to remove the hardware due to a nonunion. The revision was of an orif with infused bone graft and 40 ml of corticocancellous bone.